Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 25-jan-2024, noted a correction to the 3500a initial under the ¿g3. Date received by manufacturer¿ field. It was submitted as 04-jan-2024 and should have been 03-jan-2024.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required cardiac drainage. Although the procedure was completed without problems between 8:30a.m. And 11:30a.m., the color of the patient's face was not good at around 7:00p.m. After checking the patient's condition, cardiac tamponade was confirmed, cardiac drainage was performed. Afterwards, the patient¿s progress was good and in recovery. Casual relationship with the product. The physician¿s assessment to the health problem was non serious (moderate/minor). Atrial septal puncture was performed. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 2 mml. No abnormalities were observed prior to use or during use of the product. Additional information was received. No error messages observed on biosense webster equipment during the procedure. Physician's opinion on the cause of this adverse event is patient condition. The patient fully recovered. The patient required extended hospitalization for about 10 days.